Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were visited emergency room then got admitted to hospital due to hyperglycemia as well as for diabetic ketoacidosis, (B)(6) 2018 with blood glucose level was 498 mg/dl and 490 mg/dl and treated with fluids at hospital. The customer was assisted with troubleshooting. Customer reports the symptoms such as dehydration, nausea, vomiting, abdominal pain and difficulty breathing. The devices will not be returned for analysis.